Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper and lower abdomen on (B)(6)2020 using the cooladvantage+ coolcore applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a case of paradoxical hyperplasia.